Manufacturer narrative:
A review of the complaints database was conducted and over the previous six months and no similar complaints were found related to this lot number. A review of the dhrs and inspection records was conducted and no discrepancies were noted. One catheter was received with attached extension tubing, needleless connector and 3 ml saline syringe. Water (dyed red for visibility) was drawn up into a syringe and then flushed through the catheter, unpressurized. Leakage was confirmed in the tubing below the strain relief. Under magnification, a jagged slit was observed at the site of the leakage. A potential cause for the leakage is undue pressure applied to the catheter that caused burst tubing. The catheter was received with a 3 ml syringe attached; if this syringe was used to flush the catheter, it may have generated excess pressure (greater than 40 psi). Per the IFU, that amount of force is capable of rupturing the catheter and syringes smaller than 10 ml should not be used for that reason. Additionally the IFU state, "do not use force to flush the catheter as a 10 ml syringe design has the potential to generate high pressure (greater than 40 psi) capable of rupturing the catheter." There are so many things that can occlude a PICC line including poor insertion and poor maintenance/flushing. The root cause of the PICC line occluding was not determined.

Event description:
PICC line alarming occlusion. Blood noted along extension tubing of PICC. Reporter attempted to flush PICC and noted that PICC was stiff/had resistance upon beginning of flush and the flush became brisk. Swelling noted to insertion site of PICC. PICC was removed and noted that lumen of PICC cracked/leaking just below insertion site/hub of PICC.